Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned loading unit noted that the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition of the damaged adapter can be caused by rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic rxy gastric bypass. An error light came on when attempting to close the reload on the tissue. The tech went to replace the reload and couldn't get it connected. The reload was broken and the adapter no longer worked. The case was completed using a new reload and a new adapter. No patient injury.